Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth - 1959.

Event description:
Patient underwent a blood transfusion following a vasovagal syncope due to anemia approximately two days post-implantation of a left hip arthroplasty. The issue was reported to be resolved after three days.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products: biomet bi-metric femoral stem: catalog#: 192013, lot#: 893210. Biomet g7 acetabular cup: catalog#: 010000666, lot#: 3594710. Biomet g7 acetabular liner: catalog#: 010000851, lot#: 3355183.